Manufacturer narrative:
Evaluation in progress.

Event description:
Cryotherapy system did not recognize the ultrasound.

Manufacturer narrative:
Service history was reviewed and found a similar issue for the reported system. Field service engineer had technician reseat all connections related to ultrasound and reboot. System powered up with no issues. Technician continued on with cases. Similar issue reported on (B)(6) 2018. Found a loose connection on computer caused the issue. Attached cable securely and secured with silicon.